Event description:
It was reported, the motor in the pt's pump device had stalled. The motor stall was confirmed in the device's event logs with no motor stall recovery recorded. It was stated, the motor stall was caused by the pt having an "MRI or other medical procedure." No pt symptoms were reported. The medication in the pt's device was unk. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.